Event description:
It was reported that the customer had a blank display on the insulin pump. Customer's blood glucose level was 133 mg/dl. Customer stated that the battery cap sounds like there's sand inside it. Customer stated that the contacts on the battery cap were damaged. Customer will be sent a replacement battery cap. Customer was advised to insert a new aaa alkaline battery. Customer also had a weak battery and a failed battery test. Customer inserted a new battery and stated that after cleaning the battery cap, the display came back on and the battery icon showed a full battery. Customer was advised to try the replacement battery first before calling for a replacement pump. Customer called back again and had the same problem. Customer stated that she had broken her leg. Customer stated that the battery cap was a little corroded. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with failed battery test alarm due to corroded battery tube. Unable to perform displacement test or operation currents check due to failed battery test alarm. No unexpected weak battery alarm or blank display noted. Unit had cracked battery tube threads and cracked reservoir tube lip.